Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that since implant, he has not received effective therapy benefit. They have been working with a manufacturer representative who worked on programming but that did not resolve it. 6 or 7 weeks ago patient had the leads replaced; they had to implant them where they were during the trial. Patient thinks it is still not where it should be, he has more pain than when this whole th ing started.